Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient's ipg had migrated. There was no pain associated with the migration. Surgical intervention took place on the (B)(6) 2021 in which the ipg was sutured down resolving the issue. Therapy was restored.